Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level was 197 mg/dl. Tandem technical support educated the customer to remove the pump case as it may be contributing to the issue.